Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicated that patient underwent surgical intervention where the ipg was explanted and replaced. Reportedly effective therapy was restored.

Event description:
It was reported the patient experienced discomfort located at the ipg site. Surgical intervention may occur later to address the issue.

Manufacturer narrative:
Section a4: patient weight is unknown. B3-date of event is estimated.